Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed. Signals indicate that the trima accel system operated as intended. The measured wbc content is within the FDA's current acceptable limits of 12x10^6 for apheresis platelet product triple collections. Conclusion: no failure occurred.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product that was found by their lab after a triple platelet product collection. Donor unit # (B)(4). No medical intervention was required for this event. The disposable set is not available to be returned for evaluation. This report is being filed due to an alleged device malfunction that has the potential for injury.